Event description:
The customer reported an ultrafiltration (uf) test failure. Gambro technical svs (gts) found that one of the balance chamber valves was sticking open. The balance chamber assemblies were replaced. No pt involvement was reported.